Manufacturer narrative:
The patient was born on an unspecified date in 1982. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a "mental disorder" (no further information provided). The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. Dianeal therapy was ongoing. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Concomitant medical products: dianeal pd-4 low calcium with 2.5% dextrose. Twenty days after the onset, the patient recovered from the peritonitis event and treatment with unspecified antibiotics was withdrawn. At the time of this report, pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.